Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during device interrogation, a notification for device reset was observed. The device was explanted and replaced.